Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found three similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that a component was found missing from the angio-seal device pre-treatment. The following information was provided by the user facility: when the angio-seal device was unpacked, the bypass tube was already detached and the anchor was damaged; hemostasis was successfully achieved by manual compression; and there was no reported health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. Based on the results of the investigation, the cause of the event is unable to be determined. The historical review of complaints database suggests that it is likely that the bypass tube was dislodged from its manufacturing position either proximally or distally leading to exposure of the anchor; this can occur due to incorrect opening of the package or mishandling (or forceful shifting) the carrier tube assembly after or during opening. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.